Manufacturer narrative:
Initial reporter occupation: operations supervisor. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU indicates the following potential complications: ¿potential complications associated with placement and use of a peg tube include, but are not limited to: bronchopulmonary aspiration and pneumonia, respiratory distress or airway obstruction, peritonitis or septic shock, colocutaneous, gastrocolocutaneous or small bowel fistula, gastric dilatation, sigmoid intra-abdominal herniation and volvus, persistent fistula following peg removal, esophageal injury, necrotizing fasciitis, candida cellulitis, improper placement or inability to place peg tube, tube dislodgment or migration, hemorrhage, and tumor metastasis.¿ the IFU includes the following warnings: ¿excessive traction on the gastric feeding tube may cause premature removal, fatigue or failure of the device.¿ "warning: the bolster should sit close to the skin but not tight against the skin." The IFU states the following: "using the enclosed scalpel, make a 1 cm long incision through the skin, subcutaneous tissue. Caution: a smaller incision may contribute to extreme resistance of the gastrostomy feeding tube when exiting the fascia." The IFU indicates the following: ¿important: use the twist lock or cable tie to secure the bolster to the tube. This will prevent future migration of the tube.¿ prior to distribution, all percutaneous endoscopic gastrostomy sets are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used either a cook peg 24 percutaneous endoscopic gastrostomy set - pull or a cook flow 20 percutaneous endoscopic gastrostomy set - pull. The physician feels the flanges [external bolsters] are too soft because one patient is coughing it out [external bolster is moving on feeding tube]. Additional information received 13-may-2021 states that the flange is too soft thus resulting in the tube pulling out very easily (when the patient coughed). Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.